Event description:
On (B)(6) 2008, it was reported to boston scientific corporation, that a graspit basket was used during a ureteroscopy procedure on (B)(6) 2008. According to the complainant, during the procedure, the graspit was inserted and would not open. A laser lithotripsy was used to complete the procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A review of the device history record revealed no issues that could be associated with this lot. A lot history revealed no additional complaints against this lot. The (B)(6) 2008 15-month graspit product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. (B)(4).